Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown; it was additionally reported the patient is very careful when doing pd therapy. One day after diagnosis, the patient was admitted to the hospital for the peritonitis event. On an unreported date, the patient was treated for the peritonitis with vancomycin, ciprofloxacin, and gentamicin (doses, frequencies, and routes unknown). One day after being admitted to the hospital, the patient was discharged and considered recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.